Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, decreased, but stable, ventricular sensing, increased capture threshold, and loss of capture were observed on the right ventricular (rv) lead. The physician believes the changed rv lead parameter values are due to fibrosis. No intervention was performed, and the patient will continue to be monitored